Manufacturer narrative:
Date of event: (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was that the customer was unable to see anything on the ventilator screen. There was no patient harm reported. The event date was not specified, estimate used.

Manufacturer narrative:
The service engineer (se) inspected the device and was able to duplicate the reported issue. The se replaced the backlight invertor board to address the issue and performed verification tests, all test passed.